Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During the processing of this complaint, attempts were made to obtain patient information.

Event description:
Related manufacturer report number: 3006705815-2021-03491, 1627487-2021-15686. It was reported that during the patient's ipg replacement on (B)(6) 2021, it was observed that one of the patient's leads had migrated. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had migrated and was replaced, so both are being reported.